Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. During impella placement, the pump flows would not increase above 0.3 on pump speed level p-8. The decision was made to remove the initial pump due to the suspicion of thrombus. A new impella 5.0 was then implanted. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.